Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: aug 23, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the dfr00v device was received wrapped in a zip lock bag in the original packaging for evaluation. The product was inspected using a microscope with a 12x magnification. It can be seen that there is no intraocular lens present and the cartridge tip is damaged. The complaint can be confirmed. However, it cannot be confirmed if the damage to the cartridge tip is related to the manufacturing or shipping process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip broke during the operation and while implanting an intraocular lens (iol). There was patient contact. Setting the device/injector was conducted as usual with no problem. The lens remains implanted as of to date and there has been no complaint about health damage issues. There was no patient injury reported. There was no returning product because the product remains implanted. No further information was provided.